Event description:
It was reported that an ilet user experienced sustained hyperglycemia after a supply change and loss of pairing between the ilet and the ilet app, with subsequent discovery that the infusion set needle guard had not been removed, leading to interrupted insulin delivery until supplies were correctly changed and pairing was restored. Symptoms included hyperglycemia peaking at 580 mg/dl and nausea. Outcomes included self-management with hydration per guidance and progressive reduction of blood glucose following correction of the infusion set issue and resumption of insulin delivery. Investigation included remote troubleshooting and education covering app re-pairing steps, bluetooth device management, app reinstall, and review of infusion set deployment technique. Investigation of this case revealed an infusion set deployment error resulting in lack of insulin delivery until replacement, with no device alarms reported and insulin delivery resuming normally after proper setup. It was concluded, based on previously established findings for similar reports, that user technique related to infusion set deployment was the cause.